Manufacturer narrative:
Additional info: h6. Complaint is confirmed. Functional testing was not performed due to the damage to the device. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue. Refer to ncr-20813. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the head of the probe detached. The broken piece was retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.